Manufacturer narrative:
(B)(4). Batch # p57t07. Device evaluation: the analysis results showed that the ats45 device was received with the articulation lever damaged with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended and the device opened and closed without any difficulties noted. While no conclusion could be reached as to how the device became damaged, it should be noted that attempting to force the articulation lever beyond its stop in either direction will result in damage to the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, it was not possible to fire the device. Without the reload it is not possible to close the anvil, it articulates automatically. There were no patient consequences reported.